Event description:
Caller reported that their pump screen was dark and wouldn¿t turn on. Customer's blood glucose level impact was not reported. Technical support arranged for a pump replacement and provided instructions for using backup therapy, returning the faulty pump, and putting it into storage mode.